Event description:
A healthcare facility reported via a fisher & paykel (f&p) field representative that an mr290v vented autofeed humidification chamber was observed to have a hole on the chamber base. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.